Event description:
A malfunction occurred with the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and received instructions to put the pump into storage mode before returning it to tandem. Technical support confirmed the shipping address and sent a replacement pump with updated software. The customer was informed they would need to reprogram their settings and connect their continuous glucose monitor to the new pump.